Manufacturer narrative:
Analysis was able to confirm the customer comment of a broken output connector port on the external pulse generator (epg). It was noted that the upper case bosses were broken, two encoder knobs were contaminated, lower case boss was broken, display wire insulation and flex tape were pinched, and wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the a (atrial) connector port on the external pulse generator (epg) was broken. The epg was returned for repair. There was no patient involvement.